Manufacturer narrative:
This is a duplicate report and was fully reported on 3013756811-2025-194121.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.